Manufacturer narrative:
Concomitant medical products: product ID: tm90p01, serial#: unknown, product type: accessory. Product ID: neu_label_acc, serial#: unknown, product type: accessory. Product ID :neu_label_acc, serial#: unknown, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported by the patient that they couldn't figure out how to turn it on. Patient services walked the patient through how to connect the handset and the communicator to the stimulator. The patient was noted to be at .1 volts on program 6 and the therapy was on. The patient didn't want to adjust anything, they had just wanted to confirm that the therapy was on. The patient's reason for calling was that their incision where their stimulator was swollen. The patient stated that their family member took the bandages off this weekend and said it was swollen. They took pictures and sent them to the doctor, so the doctor should get them today. The patient stated they had wanted to make sure their therapy was on. They were redirected to their healthcare provider to further address the issue of swollen incision. The patient mentioned that "they left out of the instructions that they should put the blue side of the communicator against the skin when trying to connect the stimulator with the handset." The patient noted that "this" was what they had been doing wrong in why they couldn't check their settings. No further complications were reported at this time. Additional information was received from the patient. They reported that the patient was put on antibiotics. The patient had an infection at the ins site. The issue is not resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they went to the doctor on march 8 and clindamycin was prescribed. The issue was resolved.